Manufacturer narrative:
The device history record for the 5095 surgical table was reviewed and no abnormalities were found.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found the floor locks would not respond to the hand control. The technician adjusted the floor lock manifold assembly to resolve the reported issue. The table was tested, confirmed to be operating according to specifications, and returned to service. No additional issues have been reported.

Event description:
The user facility reported the floor locks to their 5095 surgical table would not engage properly. User facility personnel had to manually lock the table, resulting in a short delay in a patient procedure. The procedure was completed successfully. No report of injury.